Event description:
Device has been explanted.

Manufacturer narrative:
Device visual analysis: visual analysis of the identified photos: the unit has an opening as there is no fluid inside the shell but cannot be confirmed due to photo quality. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Manufacturer narrative:
Information contained in this report was previously submitted through asr on 07/17/2013. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is deflation, pain, and "two bubbles, one towards cleavage and one under the arm, bubbles move and stick out of skin and can see the bubbles through the breast¿.

Event description:
Patient reported right side ¿two bubbles, one towards cleavage and one under the arm, bubbles move and stick out of skin and can see the bubbles through the breast¿ and ¿pain and soreness." Healthcare professional reported deflation. Device remains implanted.